Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from the cobas e 411 disk analyzer. The initial result was >10000 miu/ml with a data flag. The sample was repeated with a dilution and the result was <10.0 miu/ml with a data flag. This result was reported outside of the laboratory and was questioned by the doctor as he expected a positive result. The sample was repeated with a dilution and the result was 33422 miu/ml. This result was believed to be correct. There was no adverse event. The reagent lot number was 28429200 with an expiration date of 02/28/2019. The field service representative could not find a cause. He ran cleaning procedures and performance testing which passed. Based on the provided calibration and qc data, a general reagent issue was excluded. Upon follow up, the customer confirmed they had no further issues. The investigation was unable to find a definitive root cause.